Manufacturer narrative:
On opening up of the ventilator, the field service engineer found traces of liquid spill on the pressure transducer printed circuit (pc) board. The pc board was replaced. The ventilator passed the pre-use check and it was returned to service. Further investigation of the pc board has not been performed but the picture that was sent shows many components with precipitated substance and rust which indicates damage from liquid spill. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Ingress of liquid on pc boards can cause failure/short circuits which might lead to various alarms and failure.

Event description:
While the field service engineer was on site for another issue, the ventilator failed the pre-use check after resolving of the initial issue. There was no patient involvement. (B)(4).